Event description:
The customer reported to olympus, during a botox injection a image issue on the hd camera head occurred. There was no delay with the procedure. The procedure was completed with the same product. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Sales rep called the olympus technical assistance center (tac) support to troubleshoot the device for a image issue. The image on the listed device was not oriented correctly. Other camera heads were operating properly with the cart. The customer declined initiating a return for now. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the image not being oriented correctly could not be identified. Olympus will continue to monitor field performance for this device.